Event description:
It was reported the tsb35 was used during a laparoscopic appendectomy. It was reported by the surgeon that the blue and white reloads were used. There was arterial bleeding at the staple line. Cautery was used to control the bleeding. There was no consequence to the pt. 03/21/2000 add'l info was received: the product was discarded.